Event description:
Ous MDR - after an implantation period of approximately 131 months, oversensing with inappropriate shocks was reported. A possible lead fracture was assumed. Upon interrogation it was noted that the ICD was in eos mode. The system was explanted, but not yet returned to biotronik. An explant date was not provided.

Manufacturer narrative:
The lead under complaint was not returned for analysis and could therefore not be investigated. This report only refers to the results of the ICD analysis. Upon receipt, the ICD was interrogated, revealing the battery status eos, 128 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery as mentioned in the complaint description. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. The analysis of the shock holter data showed that an amount of 100 charging cycles were performed by the device within one hour and 14 minutes on (B)(6) 2017. As a result of that fast successive charging the battery status eos had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the battery status eri. The amount of charge taken from the battery was verified, revealing the battery status eri to be as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device showed a correct sensing and shock delivery. In conclusion, the memory content as well as the therapeutic functionality of the ICD was extensively analyzed. In the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. This led to fast successive charging cycles that partially resulted in shock deliveries. The activation of the eos status resulted from that fast successive charging. However, a thorough analysis of the ICD proved the device to be fully functional.